Event description:
As stated by the customer on (B)(6) 2010: "(B)(6) was starting to bathe (B)(6), he was in the room but not in the tub. The tub was being filled. The hot water hose split at the bend of the hose. Water was sprayed throughout the room. (B)(6) covered the resident and moved him out of the room to the hallway. She returned and used the shut off valve to stop the flow of water. At that point, her hand was exposed to the hot water and was burnt at that time." (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc., (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.